Manufacturer narrative:
The information contained in this report was previously reported under manufacture report number: 1415939-2017-00156. The incorrect manufacture location was documented in that report and has been corrected in this report. No additional negative impact has been reported. An update (from the initial report) to operator of device was documented to reflect a company representative. Evaluation: further investigation of the issue included a review of the complaint data, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The evaluation confirmed that the abbott field service representative (fse) was wearing ppe; personal protective equipment. Tracking and trending did not identify an adverse, no other injuries related to complaints or adverse trends were identified with the parts in question. Labeling was reviewed and found to be adequate the c4000 service manual provides adequate information for the removal and replacement of the cuvette washer and the 8 washer nozzles. Based on the information within the complaint record, a cross functional team determined the injury was due to a use error in that the fse accidentally dropped the cuvette washer while handling it. No product deficiency of the architect c4000 analyzer, list number 02p24, or the respective parts was identified.

Event description:
During service of the architect c4000 analyzer an abbott field service engineer (fse) was injured when the cuvette washer came down on the fses thumb. The fse went to the hospital on (B)(6) 2017 for treatment and was prescribed a 5 day dose of antibiotics (levoxacin 500 mg). There is no known impact to the fse from having taken antibiotics.